Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined, and a direct correlation with the centrimag pump could not be conclusively established through this evaluation. Requests for additional information regarding this event were submitted to the account; however, the account declined to provide patient outcome information for this event due to patient privacy laws. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. The IFU lists bleeding and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events.¿ the IFU also provides the following warnings and cautions: IFU warning #2: back-up components must always be available. IFU warning #10: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #12: frequent patient and device monitoring is recommended. Do not leave the device unattended during use. IFU caution #5: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was a centrimag patient only. The patient expired and the account had declined to provide patient outcome information due to patient privacy laws.

Manufacturer narrative:
Section a: patient information was not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bleeding at the mediastinum. There was bleeding at the outflow graft of the left ventricular assist device (lvad) due to a rupture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that a thrombus was found adhered to the right atrium cannula. Echocardiogram was performed. No further information was provided by the healthcare professionals.

Manufacturer narrative:
Manufacturer's investigation conclusion:a specific cause for the reported events could not be conclusively determined, and a direct correlation with the centrimag pump could not be conclusively established through this evaluation. The report of thrombus on the cannula could not be confirmed as no images or product were available for evaluation. Requests for additional information regarding this event were submitted to the account; however, the account declined to provide patient outcome information for this event due to patient privacy laws. The centrimag pump was not returned for evaluation.review of the device history record (DHR) for the centrimag blood pump, lot number 10184555 / l08180-la6, revealed no deviations from manufacturing or quality assurance specifications.the centrimag blood pump instructions for use (IFU) is currently available. The IFU lists bleeding, venous thromboembolism, arterial non-cns thromboembolism, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events.¿the IFU also provides the following warnings and cautions:IFU warning #2: back-up components must always be available.IFU warning #10: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient.IFU warning #12: frequent patient and device monitoring is recommended. Do not leave the device unattended during use.IFU caution #5: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures.IFU caution #15: monitor carefully for any signs of occlusion throughout the circuit.the current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website.no further information was provided. The manufacturer is closing the file on this event.